Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the contact on the battery cap was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that insulin pump did not restart after battery replacement. Customer stated that there was serious crack on the side of battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).